Event description:
It was reported that approximately three months post filter deployment, diagnostic imaging demonstrated a detached limb in the right atrium of the heart. No attempts are made to retrieve the filter or detached limb. The pt status at this time is unk.

Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. The device was not returned. Images were not provided. The complaint investigation is inconclusive for limb detachment. Based upon the available info, the definitive root cause for this event is unk. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient had a vena cava filter deployed successfully for history of dvt. Approximately two months post filter deployment an unsuccessful attempt was made to capture and retrieve the detached filter limb. Guided fluoroscopy demonstrated the filter limb was completely embedded in the right atrial wall and covered by a fibrin sheath; the metallic foreign body measured approximately 1 -2 mm in size. No additional attempts were made to remove the metallic foreign body. A surgical consult was made two days after the attempted filter limb retrieval procedure, to discuss the filter limb detachment in the right atrium. The physician stated in his report that he did not recommend removal of the detached filter limb, unless the patient was to experience significant ongoing hemorrhage or significant drainage from the pericardial drain. The physician reported the patient was having some difficulties due to her chronic steroid use and her copd. Conclusion: neither the device nor images were returned. Medical records were provided and reviewed. The medical records allege a detached filter limb was identified in the right atrium during a cardiac catheter procedure. No attempt to retrieve the limb was made at this time. Allegedly, on (B)(6) 2013 an attempt to retrieve the filter limb was unsuccessful. Reportedly, the limb was completely embedded in the right atrial wall covered by a fibrin sheath. The medical records stated the atrium was not perforated. Guided fluoroscopy demonstrated the filter to be appropriately positioned in the ivc. There was no mention of penetration of perforation of the ivc. Based on the medical record review, the investigation is confirmed for a detached filter limb in the right atrium. The investigation is inconclusive for the alleged limb perforation. Based upon the available information, the definitive root cause for this event is unknown. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Additional information - it was reported by the patient that a vena cava filter was deployed after being diagnosed with deep vein thrombosis/pulmonary embolism. After an unknown amount of time post deployment, the filter allegedly became detached with filter limbs perforating into organs. An unsuccessful percutaneous removal attempt was performed with no attempt at retrieving the embedded filter limb from the ivc. Based on a review of the medical records received, it was reported an attempt to retrieve the filter was unsuccessful. Guided fluoroscopy demonstrated a detached filter limb in the right atrial wall; no attempt was made to retrieve the detached limb. Surgical consult indicated no attempt would be made to remove the detached limb from the right atrial wall unless the patient experienced significant ongoing hemorrhage. Patient was reported to be hemodynamically stable at the conclusion of the unsuccessful filter retrieval procedure.

Manufacturer narrative:
Complaint investigation has been completed. Based on the medical records provided, the investigation is confirmed for a detached filter limb in the right atrium. Based upon the available information, the definitive root cause for this event is unknown.

Manufacturer narrative:
Medical records were received and reviewed. Based on the medical records, a detached filter fragment in the lateral wall of the ra was identified. The medical records did not indicate the name, catalog, lot number, or manufacture of the vena cava filter was deployed. Filter was deployed for dvt and history of pulmonary embolism, discharge notes indicated the patient was not a candidate for long-term anticoagulation. One week post filter deployment patient was readmitted for abdominal discomfort, copd, and a cough. An echocardiogram demonstrated gastroesophageal reflux, severe chronic obstructive pulmonary disease, coronary artery disease. Left atrium was mildly dilated, mild mitral valve regurgitation, mild stenosis in the aortic valve, and mild regurgitation tricuspid valve, patient was discharged hemodynamically stable. Approximately three months post filter deployment, patient was admitted for sob and cultured (B)(6). Two days later per cardiac catheterization report, patient was in stable condition upon arrival and lab. Incidental finding demonstrated a detached filter limb in the right atrium. The right atrium was not perforated. A pericardial drainage catheter was placed and 400ml of pericardial fluid was drained. Echocardiogram demonstrated the effusion had disappeared. The next day an unsuccessful attempt was made to capture and snare the detached filter limb that was discovered to be completely embedded in the right atrial wall covered by a fibrin sheath metallic foreign body measures approximately 1 -2 mm in size. Patient was discharged three days later in stable condition. On the day of discharge, guided fluoroscopy imaging demonstrated the ivc filter appropriately position in the ivc. Detached filter fragment in the lateral wall of the ra was identified. Ten days later echocardiogram demonstrated a small pericardial effusion was identified on the right atrial free wall. There was no evidence of hemodynamic compromise. The pericardium was normal in appearance. Investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information from medical records. A percutaneous attempt was made to remove the detached filter limb unsuccessfully. Patient was reported to be hemodynamically stable.